Manufacturer narrative:
Event date: unknown. Additional product code: gxl. Device is an instrument and is not implanted/explanted. Service history review: lot 6290902 a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2013 due to motor failure. The customer called in a service request for this item on (B)(4) 2014 and reported the device is in need of service. The previous service condition of motor failure is not relevant to the current complained issue of the device is in need of service. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the device had an internal problem. The repair technician reported the motor was running slow and hot. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there is an internal issue with the hand piece for battery powered driver. The issue was discovered pre-operatively. Per the service and repair evaluation the repair technician reported the motor was running slow and hot. This is report 1 of 1 for (B)(4).